Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data showed that on (B) (6) 2010, the battery voltage with telemetry was 2.82v and the daily measurement was 2.99v.

Event description:
It was reported that the interrogation battery voltage and the battery voltage measurements from device performance data did not match. Interrogation of the device showed battery voltage at 2.82v. The performance data from the device showed battery voltage approximately 2.99v. The device remains in use. No patient complications were reported as a result of this event.